Event description:
This case was initially received via regulatory authority (B)(6) on 21-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure (batch no. 717642) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), myalgia ("muscle pain"), headache ("headache"), tinnitus ("tinnitus"), metrorrhagia ("metrorrhagia"), depression ("depression"), amnesia ("memory loss") and fatigue ("chronic fatigue") and was found to have weight increased ("weight gain") and adrenal adenoma ("adrenal gland disorder with adenoma and cortisol overproduction") with hyperadrenocorticism. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2019, the patient was found to have uterine leiomyoma ("uterine fibroids") and experienced adenomyosis ("areas of adenomyosis"), 8 years 9 months after insertion of essure. The patient was treated with surgery (on (B)(6) 2019 subtotal hysterectomy with tubal and bilateral ovarian resection was performed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, headache, tinnitus, weight increased, metrorrhagia, depression, amnesia, fatigue and adrenal adenoma was resolving, the arthralgia and myalgia had resolved and the uterine leiomyoma and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, adrenal adenoma, amnesia, arthralgia, depression, fatigue, headache, metrorrhagia, myalgia, pelvic pain, tinnitus, uterine leiomyoma and weight increased with essure. The reporter commented: patient's current status: removal of the essure device on (B)(6) 2019 (during subtotal hysterectomy with tubal and bilateral ovarian resection) and health status constantly improving since then. Muscle and joint pains disappeared almost immediately. Operative report on (B)(6) 2019: uterine fibroids, areas of adenomyosis and inflammatory changes to the squamocolumnar junction cells, hypohormonal endometrium, no elements with suspected malignancy. Tubal and ovarian parenchyma histologically close to normal. Presence of the 2 essures in the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): histology - on (B)(6) 2019: inflammatory changes to the squamocolumnar junction cells, hypohormonal endometrium, no elements with suspected malignancy, tubal and ovarian parenchyma close to normal. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on (B)(6). The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 45-year-old female patient who had essure (batch no. 717642) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), myalgia ("muscle pain"), headache ("headache"), tinnitus ("tinnitus"), metrorrhagia ("metrorrhagia"), depression ("depression"), amnesia ("memory loss") and fatigue ("chronic fatigue") and was found to have weight increased ("weight gain") and adrenal adenoma ("adrenal gland disorder with adenoma and cortisol overproduction") with hyperadrenocorticism. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2019, the patient was found to have uterine leiomyoma ("uterine fibroids") and experienced adenomyosis ("areas of adenomyosis"), 8 years 9 months after insertion of essure. The patient was treated with surgery (on 24-(B)(6) 2019 subtotal hysterectomy with tubal and bilateral ovarian resection was performed). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, headache, tinnitus, weight increased, metrorrhagia, depression, amnesia, fatigue and adrenal adenoma was resolving, the arthralgia and myalgia had resolved and the uterine leiomyoma and adenomyosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, adrenal adenoma, amnesia, arthralgia, depression, fatigue, headache, metrorrhagia, myalgia, pelvic pain, tinnitus, uterine leiomyoma and weight increased with essure. The reporter commented: patient's current status: removal of the essure device on (B)(6) 2019 (during subtotal hysterectomy with tubal and bilateral ovarian resection) and health status constantly improving since then. Muscle and joint pains disappeared almost immediately. Operative report on (B)(6) 2019: uterine fibroids, areas of adenomyosis and inflammatory changes to the squamocolumnar junction cells, hypohormonal endometrium, no elements with suspected malignancy. Tubal and ovarian parenchyma histologically close to normal. Presence of the 2 essures in the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): histology - on (B)(6) 2019: inflammatory changes to the squamocolumnar junction cells, hypohormonal endometrium, no elements with suspected malignancy, tubal and ovarian parenchyma close to normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.